Event description:
It was reported that during a stenting treatment procedure the a stent dislodgement occurred. Access was obtained via the femoral artery. The 13mm in length by 3.50mm in diameter, 80% stenosed, eccentric and de novo target lesion being treated was located in the non-tortuous and non-calcified proximal left anterior descending (lad) artery. The lesion was predilated with a 2.00x12mm unspecified balloon catheter, resulting in 60% residual stenosis. A 3.50x16mm promus element stent delivery system was then advanced to the lesion and it was observed under fluoroscopy that the stent was not on the delivery system. The stent was found resting at the guide wire exit port and had dislodged outside of the patient anatomy. The sds, guide wire and guide catheter were removed as a unit. The procedure was completed with a 3.50x15mm non-bsc stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure the a stent dislodgement occurred. Access was obtained via the femoral artery. The 13mm in length by 3.50mm in diameter, 80% stenosed, eccentric and de novo target lesion being treated was located in the non-tortuous and non-calcified proximal left anterior descending (lad) artery. The lesion was predilated with a 2.00x12mm unspecified balloon catheter, resulting in 60% residual stenosis. A 3.50x16mm promus element stent delivery system was then advanced to the lesion and it was observed under fluoroscopy that the stent was not on the delivery system. The stent was found resting at the guide wire exit port and had dislodged outside of the patient anatomy. The sds, guide wire and guide catheter were removed as a unit. The procedure was completed with a 3.50x15mm non-bsc stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned without the stent. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The tip was slightly flared and a kink was identified approximately 2mm distal from the tip bond. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. Kinks were present throughout the entire length of the hypotube. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product.(B)(4)